Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was corroded and seized, the machined head, lever, control bar, and cable (exposed metal wiring) were damaged, the reciprocating arm and screws were worn, and the device was out of calibration. The motor, insulator, plug harness, machined head, control bar, ball plunger, lever, pin, reciprocating arm, and screws were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported outside of surgery that the dermatome was not working. After investigation it was found that the device was damage: frayed / bared. There was no patient involvement. Due diligence is complete.